Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/02/2015 with the following findings: the pump's black box showed no activity outside of normal use. The prime history showed 10u+ prime volumes associated with cartridge changes. The prime steps were performed correctly. A 100u cartridge was correctly loaded and displayed on the screen. The pump displayed the correct amount of insulin remaining. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's remaining insulin reading was incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.